Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-2600sbs-8 speed-bridge implant system had an issue with the scorpion needle within the kit breaking. The needle broke off inside the patient during a rotatory cuff resection procedure. No harm came to the patient and the metal piece was retrieved. A new scorpion was opened and used in place of the broken item to complete the procedure without further issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.